Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of at the account. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. A review of the device history record (DHR) for aquabeam robotic system/serial number 22c05069 and the aquabeam handpiece / lot number 24c00113 was performed, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. The current instruction for use ifu0101-00 rev. F, aquabeam robotic system IFU, us, english was reviewed. 8.30 sterile: treatment: a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use the [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power the root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, there was no indication of a functional high velocity waterjet. Multiple troubleshooting steps were performed; however, when the treating surgeon stepped on the aquabeam foot pedal, the high velocity waterjet was not very visible. A second aquabeam handpiece was used to complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.